Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient states she cannot charge her implanted neurostimulators. Patient states she has tried this over and over. Patient mentioned that she broke her knee last year in a fall so she hasn't used her system in about a year ago. Patient also mentioned she has been getting some zings in her back that she thinks is from her stimulator. Agent asked if this started after she fell down some steps and broke the knee about a year ago and patient states that she didn't use her system for quite a while because she was getting really bad sharp pains down her other leg so she stopped using it for awhile because she was getting bad dreams and she couldn't do anything anyway because "her other knee was broke so her back wasn't doing anything so she wasn't doing nothing". Patient reports that it has been probably a year since she has successfully recharged her implant. Patient tried to start a recharging session on the call and was getting no device found. Patient confirmed she is still familiar with her implant site. Patient did not see any error messages on the controller. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned their recharger was replaced in the past due to their dog chewing it.

Manufacturer narrative:
Event date is not known. Please see for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2023-aug-07 rtg0473925 rtg snow rtg0474504 (con): information was received from a patient who was implanted with an implantable neu rostimulator (ins) for unknown indications for use. The reason for call was patient states she cannot charge her implanted neurostimulators. Patient states she has tried this over and over. Patient mentioned that she broke her knee last year in a fall so she hasn't used her system in about a year ago. Patient also mentioned she has been getting some zings in her back that she thinks is from her stimulator. Agent asked if this started after she fell down some steps and broke the knee about a year ago and patient states that she didn't use her system for quite a while because she was getting really bad sharp pains down her other leg so she stopped using it for awhile because she was getting bad dreams and she couldn't do anything anyway because "her other knee was broke so her back wasn't doing anything so she wasn't doing nothing". Patient reports that it has been probably a year since she has successfully recharged her implant. Patient tried to start a recharging session on the call and was getting no device found. Patient confirmed she is still familiar with her implant site. Patient did not see any error messages on the controller. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned their recharger was replaced in the past due to their dog chewing it. 2023-sep-19, rtg0474504 update (con): pt called back in stating they cannot get the ins battery to charge at all. Pt notified a repr esentative about this issue in august. Rep advised pt to contact ps becausetheir controller may be "dead" and that they would need a new controller. Pt stated they are able to get the controller to connect to the implant with the rtm, but it was not connecting to their device. They would get the controller charged up all the way but it wouldn't connect. Pt mentioned they had removed the battery pack before. During the call, pt verified no visible damage to the recharger. Pt reset the controller and then pt attempted to charge ins, but got no device found. Agent walked pt through passive recharge mode and were able to advance past to normal recharging. Pt confirmed they were recharging excellent. Pt noted that their controller and ins batteries were both low on charge. Pt noted they could not get anything on their screen period prior to the call because it kept saying reset/recheck the charger and nothing would come on at all. Pt noted that they would have their battery filled (agent understood this to be the controller) but they got no screens or nothing. Agent reviewed to fully charge the controller and then to pick back up recharging the ins. When asked for an event date pt noted last april when they fell and was experiencing the symptoms as documented in the original note. 2025-10-30 rtg0474504 (con): additional information was received; it was reported the patient's ins had not been working. The patient stated they would have the whole system replaced as the device did not work. Patient mentioned their ins was close to 10 years old and the device that went up their spine needed to be changed because one of the modules on top was tipped over on the side, so it didn't work properly. Patient also noted that when it was working, it kept shocking them down their leg so they quit using their device. 2025-nov-17 rtg0474504 (con): no new information [see related 708028198 for high impedance] -###-from pe-708948440-2025-nov-18 rtg0936634 (con): it was reported the ins did not work. 2026-jan-14 patltr (con): additional information was received from the patient (pt). Pt clarified that first it wouldn't charge/had to change cords. The second time, it wouldn't turn on at all. Now they found out the leads were put in wrong and it needed to be replaced. The issue was resolved; however, the device still needs to be replaced. 2026-feb-27 mpxr 1400600 (rep, hcp): it was reported the patient's paddle lead migrated, and the patient experienced a return of pain. The lead was replaced and repositioned. The issue resolved. The customer discarded the device. The manufacturer representative (rep) indicated they would send any further information as they become aware. 2026-mar-12 e1 (rep): the rep reported that to their knowledge the ins was replaced per medical judgement for new technology, and there were no issues with the ins. Rep reported the ins was discarded.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# unknown. Product type: programmer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back in stating they cannot get the ins battery to charge at all. Pt notified a representative about this issue in august. Rep advised pt to contact ps because their controller may be "dead" and that they would need a new controller. Pt stated they are able to get the controller to connect to the implant with the rtm, but it was not connecting to their device. They would get the controller charged up all the way but it wouldn't connect. Pt mentioned they had removed the battery pack before. During the call, pt verified no visible damage to the recharger. Pt reset the controller and then pt attempted to charge ins, but got no device found. Agent walked pt through passive recharge mode, and were able to advance past to normal recharging. Pt confirmed they were recharging excellent. Pt noted that their controller and ins batteries were both low on charge. Pt noted they could not get anything on their screen period prior to the call because it kept saying reset/recheck the charger and nothing would come on at all. Pt noted that they would have their battery filled (agent understood this to be the controller) but they got no screens or nothing. Agent reviewed to fu lly charge the controller and then to pick back up recharging the ins. When asked for an event date pt noted last april when they fell and was experiencing the symptoms as documented in the original note.

Event description:
Additional information was received, it was reported the patient's ins had not been working. The patient stated they would have the whole system replaced as the device did not work. Patient mentioned their ins was close to 10 years old and the device that went up their spine needed to be changed because one of the modules on top was tipped over on the side, so it didn't work properly. Patient also noted that when it was working, it kept shocking them down their leg so they quit using their device.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# unknown, product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# unknown, product type: programmer, patient. Product ID: 977c165, serial# (B)(6), product type: lead. B5 has been updated to include information previously captured in 3004209178-2026-03757 as it was determined that this information p ertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the ins did not work. Additional information was received from the patient (pt). Pt clarified that first it wouldn't charge/had to change cords. The second time, it wouldn't turn on at all. Now they found out the leads were put in wrong and it needed to be replaced. The issue was resolved, however the device still needs to be replaced. It was reported the patient's paddle lead migrated, and the patient experienced a return of pain. The lead was replaced and repositioned. The issue resolved. The customer discarded the device. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
The rep reported that to their knowledge the ins was replaced per medical judgement for new technology, and there were no issues with the ins. Rep reported the ins was discarded.

Manufacturer narrative:
Correction to regulatory report # 3004209178-2023-14019 follow up number 004: previously reported information incorrectly included in b5. Corrected to include only new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.